Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed displacement test and self test. However unite was inspected and found moisture damage to electronics devices noted.

Event description:
Customer reported via phone call that the insulin pump had moisture damaged. Customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.